Event description:
Intravenous started on pt using a t-connector (2n3343). 20 minutes later, t-connector noted to be leaking. T-connector was sequestered at that time. No untoward effect on pt at this time.